Manufacturer narrative:
The instrument was tested on an in-house system. The instrument passed the recognition, engagement and cut tests. The instrument moved intuitively with full range of motion in all directions and the instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional. No product issue was found. Based on the investigation results, reported issues may be due to other factors unrelated to the product.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the monopolar curved scissors instrument was broken. There was no report of patient involvement or patient injury.